Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The lot number of the gore device was not provided. Therefore, a review of the manufacturing records could not be performed and the UDI number is not available. The cause of the aortic expansion were not provided.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015 a patient underwent urgent endovascular treatment of symptomatic acute dissection in zone 1, which extended to zone 4. The tevar indication was malperfusion. The primary entry tear was located in zone 2 and was covered. Preoperatively the patient was experiencing leg ischmia, lower limb ischemia, mesischemia and spinal ischemia. A conformable gore® tag® thoracic endoprosthesis (tgu343415) was implanted within zone 1, with coverage extending distally to zone 4. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 54mm, in zone 3. Additionally, a branch treatment of the left common carotid artery and the left subvclavian artery was performed. Post branch treatment both were reportedly patent with no coverage of the left subclavian artery reported. No post operative complications were reported for the patient who had a spinal drain placed and was transfused with 2 units packed red blood cells. The patient was transferred to the intensive care unit and discharged to a rehabilitation facility on post operative day (pod) 5. The maximum aortic diameter within the treated area at time of discharge was reported to measure 62mm. The patient underwent follow up visits on unknown pod(s): 109. On an unknown date, approximately pod 109, follow up imaging reported the aortic diameter within the treated aorta, evg measured 62mm. There were no complications or follow up reported for the patient.